Event description:
The company received a report where it was claimed that the device did not alarm when patient saturation dropped.

Manufacturer narrative:
The caller has declined returning the device for evaluation. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. If the device is returned at a later date, the complaint will be reopened for investigation. Information has been added to the database for trending purposes.